Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving inappropriate atp therapy. Post-sensed t-wave oversensing was noted on a stored egm and the oversening was not reproducible during the device interrogation. Programming changes and further testing were recommended. The patient was in a stable condition.

Event description:
Additional information received indicated that programming changes were made.

Event description:
New information received indicated that additional post-sensed t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended.